Event description:
In may, the device involved was examined by co's sales rep. During the rep's visit, the alleged incident could not be duplicated. As a goodwill gesture, the wheelchair is being replaced. Response to request: to date, the MFR has been unable to duplicate the described incident. This makes the analysis and testing info which rptr has requested impossible to obtain. Co currently produces over 100,000 wheelchairs per year of this type and have not been notified of any similar reports. This is a manual wheelchair with no power source or electrical components. Co's design engineers have been consulted regarding this incident and know of no circumstances which could lead to this type of incident. Co's conclusion is that co is unable to explain the cause of the alleged incident. Also, co is not aware of a malfunction which could lead to an incident as described. Therefore, co believes no further action is necessary and consider this issue resolved.